Event description:
It was reported that a spectrum infusion pump falsely alarmed "downstream occlusion". It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "false 'downstream occlusion' alarms", determined to be caused by a failed downstream sensor. The downstream sensor readings with a fluid filled set loaded were found to be above specification, which is known to make the pump more sensitive to false "downstream occlusion" alarms. The failed force sensor flex assembly was replaced.